Event description:
Service of summons and complaint was manufacturer's first notice of this event. Plaintiff's counsel claims in the complaint that the patient suffered scarring, pain, disability and tissue damage following left knee surgery. He alleges that the cryotherapy was applied. The complaint contains no info about the therapy protocol prescribed by plaintiff's doctor (e.g., duration of cold therapy sessions and breaks in between same, temperature settings) the barrier placed between the device and the pt's skin, instructions provided to the pt about the use of the device or whether there were any contraindications for cold therapy. Plaintiff claims she suffered serious, burns and other thermal injuries resulting in scarring, pain and tissue damage which she claims are permanent. The pt also claims her healthcare providers were negligent and are responsible for her injuries. The company has been unable to confirm the manufacturer of or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.